Event description:
The haptic of the lens bent before insertion into the pt's eye using the delivery device. There was pt contact but no pt injury.

Manufacturer narrative:
This form was completed by the MFR. See MDR 1920664-2007-00675 for delivery device used with this lens.